Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was deployed upon opening the packaging. The hospital reported that the tether string was sticking outside of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were located inside of the delivery device. The seal was located under the window of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed; however, it was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).